Manufacturer narrative:
Greatbatch conducted a review of the maude database and discovered on march 10, 2017 that the distributor submitted a MDR for a device manufactured device by greatbatch. A search was performed for the event within the greatbatch complaint database and it was discovered greatbatch was not notified of the complaint by the distributor. Greatbatch communicated to the distributor to notify and forward all complaints relative to greatbatch manufactured devices. The distributor provided a list of complaints for the same item number. The list was reviewed and the complaints that greatbatch was not notified of were entered and reviewed for reportability accordingly. The below is the evaluation of one of the complaints within the list. The complaint sample was not returned to greatbatch for evaluation. Thus, an inspection could not be performed to confirm the reported event. In addition, the distributor determined the root cause to be unknown as the device was not returned to them as well. The lot number was not provided by the distributor, thus a manufacturing review could not be performed and the manufacture date cannot be determined. The greatbatch risk management documents were reviewed and the failure mode has been addressed and falls within the occurrence rate identified. In summary, the complaint could not be confirmed by greatbatch and the distributor has not received the device as well and associated the root cause to be unknown. No further investigation is required. (B)(4).

Event description:
It was reporting during a primary hip procedure on an unknown patient, the offset cup impactor mechanism broke. Surgery was completed successfully without any adverse events reported.